Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Multiple low battery alerts in the pump trace download and the power management graph showed an esd latch-up on an ic, problem isolated to electronic board stack. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump was hot and required three batteries a day. Customer reported that the battery compartment is over heating. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.